Event description:
It was reported that this unknown lead was surgically revised due to lead dislodgement. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).